Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned devices finds nothing outward to suggest product problem. There is heavy damage, likely from extraction, noted on the od of the liner, femoral head, femoral stem, and sleeve. Unusual wear is noted on the articulating surfaces of both the femoral head and acetabular liner in the form of linear gouging. No further event information was made available, although requested. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Addendum added (B)(4) 2013. Conclusion and justification status: the investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering and applied research. The investigation will be closed with an interim report and will be reopened when the bioengineering report is completed. Addendum added (B)(4) 2013. The bioengineering report attached ((B)(4) concludes that the bearing surfaces of the femoral head and the acetabular cup show no signs of wear either visually or on the redlux scans. The cmm measurements did show that diameter and form of the head and diameter of the liner were outside of original manufacturing specifications albeit slightly in less than 1 micron. There was minimal evidence to suggest that bone in growth into the porous coating occurred was seen and coincides with the implant loosening noted in the complaint details. This lack of fixation may have been the result of osteolysis and the cause of pain experienced by the patient. The investigation cannot determine the root cause for failure of this device with the information provided. It can however be noted that a distinct lack of bone in growth was the cause of the implant loosening and may have been the cause of the pain experienced by the patient.

Event description:
The patient was revised due to pain, osteolysis and implant loosening.

Manufacturer narrative:
Visual examination of the returned devices finds nothing outward to suggest product problem. There is heavy damage, likely from extraction, noted on the od of the liner, femoral head, femoral stem, and sleeve. Unusual wear is noted on the articulating surfaces of both the femoral head and acetabular liner in the form of linear gouging. No further event information was made available, although requested. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.